Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00003 on 09-jan-2024. Additional information (19-jan-2024): siemens reviewed the instrument data and observed several process errors involving reagent 1 arm or probe. In addition to the service actions provided in the initial report, the customer service engineer (cse) replaced d1 aspiration tubing and valve, replaced waste manifold bottle, repaired reagent 4 (r4) tubing, replaced waste tubing. Siemens further evaluated the event and concluded that the mechanical issue potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was repeated on the same analyzer and an alternate atellica ch 930 analyzer. The repeat results obtained on both analyzers were lower and were considered correct. The result of 26.0 meq/l was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was within the ranges and calibration was valid on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse tightened diluent valve, auto aligned all arms, cleaned the drains, and ran a mix test, which recovered out of range. Then, the cse replaced the impeller and ran quick check, qc and a patient precision study, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.